Manufacturer narrative:
Literature events: author: ovidiu s. Barnoiua , hamid r. Yazdani arazia and aage v. Andersenb title: minimising warm ischaemia time during robot-assisted partial nephrectomy. A video-based assessment of tumour excision, kidney reconstruction and intermediate time. Source: https://doi.org/10.2340/sju.v59.40397 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study utilized surgical video review to analyze factors that influence surgical times and assess their impact on surgical outcomes for patients undergoing robot-assisted partial nephrectomy between january 2023 and january 2024. It was noted that a barbed suture was used to perform inner renorrhaphy, including all bleeding vessels and collecting systems. There were 32 patients included in the study and bleeding was noted in one patient. Interventions and outcome unknown.   Minimising warm ischaemia time during robot-assisted partial nephrectomy. A video-based assessment of tumour excision, kidney recons truction and intermediate time, ovidiu s. Barnoiua, hamid r. Yazdani arazia and aage v. Andersenb, 2024, scandinavian journal of urology.